Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was intermittently receiving motor error alarms on the insulin pump. Her blood glucose was 136 mg/dl. Customer stated she was priming the insulin pump when the alarm occurred. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. It was unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarm. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched display window and shifted end cap sticker.